Manufacturer narrative:
(B) (4).

Event description:
Procedure type: gynecology. According to the reporter: the tip of trocar broke while introducing the instrument through the abdominal wall. The broken tip was recovered. No patient injury reported.